Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
During an implant procedure on (B)(6) 2025, while dissecting the patient's right neck to expose the carotid bulb, there was a significant amount of scar tissue present. It was noted that the patient had a history of right neck radiation and previous lymphadectomy. The surgeon attempted to cauterize through the tissue which caused significant bleeding to the collateral jugular branches that were not visible under the scarring. The bleeding was controlled with cauterization and sutures. The procedure was aborted due to the patient's safety with risk of continued bleeding. Per the physician, the root cause of the event was excessive scar tissue from previous history of radiation and lymphadectomy. On (B)(6) 2025 the patient presented for their rescheduled implant procedure. The procedure was successful with no complications.

Event description:
During an implant procedure on (B)(6) 2025, while dissecting the patient's right neck to expose the carotid bulb, there was a significant amount of scar tissue present. It was noted that the patient had a history of right neck radiation and previous lymphadenotomy. The surgeon attempted to cauterize through the tissue which caused significant bleeding to the collateral jugular branches that were not visible under the scarring. The bleeding was controlled with cauterization and sutures. The procedure was aborted due to the patient's safety with risk of continued bleeding. Per the physician, the root cause of the event was excessive scar tissue from previous history of radiation and lymphadenotomy. The patient was rescheduled for implantation on (B)(6) 2025.

Manufacturer narrative:
The excessive bleeding was discovered in the initial surgical procedure, and no devices were opened or used. Per the opinion of the physician, the root cause of the event was excessive scar tissue from previous history of radiation and lymphadenotomy. Cvrx ID#: (B)(4).